Event description:
On february 22, 2023, fujifilm healthcare americas corporation was informed of an event involving ei-580bt. It was reported that during an endoscopy the balloon attached to the endoscope and overtube failed to expand. The physician pushed the endoscope and overtube causing a perforation to occur in the jejunum. The patient underwent emergency surgery and recovered. There is no death reported with the event.